Event description:
It was reported that the patient returned to the clinic with a fractured / broken abutment screw. Unable to remove the broken screw, therefore the implant at tooth site #30 was removed, and bone graft was placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D10: xiitp6511, osseotite® tapered certain® prevail® implant 6/5 x 11.5 mm. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.